Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a system error message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. During visual inspection, no physical damage was observed. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective. Additionally, load characterization check was performed and identified a defective load cell and is not related to the reported event. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform serial number (B)(4).

Event description:
During shift check, the autopulse platform ((B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power on. No patient involvement.